Event description:
Received two unrelated reports of products precipitating when prepared for administration. In one case, an rn attached ceftriaxone vial to a baxter mini-bag plus bag and spiked the reconstituted bag with a baxter primary set. Ceftriaxone reconstituted bag was y sided with a carrier fluid of sodium chloride produced by baxter. Precipitate formed almost immediately. In the second unrelated case, an rn was administering 1gm of calcium gluconate in 50 ml sodium chloride 0.9% as a secondary infusion with sodium chloride 0.9% as the carrier fluid. Baxter tubing was also used, and precipitate formed in the line even though these products are compatible. Pt code: 4582. Device code: 1478. Ref report: mw5183248.